Event description:
It was later reported that at another pump refill the arv was 15ml while the erv was 7ml. The reporter stated that for the past couple months he had noticed the reservoir volume had been higher than expected. There were no patient symptoms. The device system delivered fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient noted a bell on his personal therapy manager (ptm) with a code of 8254-low reservoir, which was set at 2 milliliters (ml). The patient thought he did not get his bolus due to the low reservoir alarm as reportedly there was no check mark on his ptm indicating this. The patient stated that a refill had been scheduled for (B)(6) 2013. He did not think the pump was empty because in the past they had been able to aspirate ¿a little left over. ¿ reportedly, the actual reservoir volume (arv) was 6-7 ml and the expected reservoir volume was 2 ml as the low reservoir alarm occurred. It was further verified with the physician that there had been repeated discrepancies. A dye study was performed at some point and everything looked ¿ok.¿ reportedly the patient was getting good relief from the pump and the physician was not concerned about the volume discrepancies. The physician felt the boluses were providing the patient pain relief. Reportedly, the physician thought the issue might be related to the patient¿s anatomy or how the catheter ¿is placed¿ but again was happy as the patient was getting good therapy. The patient further clarified and confirmed that he did get a check mark on his ptm. The pump was alarming. The programmer stated the pump should be empty; however, six milliliters (ml) were aspirated. The physician thought the 0.5mg/day dose was not getting through the catheter as it should but felt the delivered boluses was being delivered with more force. The physician may program the low reservoir to 3 ml. It was further reported that when the dye study was done the physician was able to get dye at the catheter tip. The physician was still unsure as to the cause but believed the low basal rate may not be flowing well. The patient was seen due to the low pump reservoir alarm. It was not known what medication this device system delivered.